Event description:
It was reported that when turning on the programmer, it would not boot up, and an error screen appeared. The service repair disk was run two times. Intermittent start-up issues were indicated. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).